Manufacturer narrative:
Patient weight was requested but has not yet been provided. Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for mlp-006537 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient was found unresponsive when the coordinator was called by a family member; at time of the call, the device was functioning appropriately per family members. It is unknown if cause of death was device related. The device will not be returned for evaluation.